Event description:
A consumer reported poor vision at distance following intraocular lens (iol) implant surgery. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).